Event description:
It was reported that during an rf ablation procedure, the ionicrf generator displayed error message ¿temp rising too slowly¿ on all channels. It was noted that the probes were on l2-l5 and the grounding pad was placed on the patient¿s calves. The facility reported not much saline was used, that there was no contact between bone and probe, and the patient was not wearing any jewelry. The facility tried changing grounding pads, placing the grounding pad on different locations (calves, thighs) changing probes and changing rf generators, but the message persisted. In turn, the procedure was abandoned. Following the cancelled procedure, additional troubleshooting was done with the ionic generator and the generator successfully performed a lesion during grounding pad test. After running diagnostic tests on the ionicrf generator it was determined that the physician was using the wrong size probes with the needles that were in place.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.